Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate.

Event description:
Same pt as MFR #2183959-2013-00923. It was reported in an article titled 'daughter blames mother's death on ams transvaginal mesh' published by a litigation related website called "lawyers and settlements" (B)(4) 2013, that the pt experienced incontinence and urinary tract infection (uti) in 2001 after placement of an unk american medical systems (ams) transvaginal mesh product. According to the website, in 2001, an ams transvaginal mesh product was implanted to treat urinary incontinence. Post implantation, the pt remained incontinent and experienced multiple urinary tract infections. Aas further reported article, in 2005, an add'l unk transvaginal mesh product was implanted. It was reported that during the surgery, a partial hysterectomy and restructuring of the pts 'rear end; they did some kind of tacking' was performed. The surgery was reported to take 'about four hrs with two surgeries'. A possible erosion was also alleged as the reason for the duration of the procedure. It is alleged, the pt 'suffered side effects, namely a lot of pain and discomfort from the mesh' and 'had an adverse reaction to the anesthesia'. Pt is reported to have 'never recovered' and remained incontinence. The pts' health is reported to have declined post procedure. The pt was unable to control her bladder, potassium level 'bottomed out' due to constant urination, and magnesium level was 'dangerously low'.